Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's abutment came off and subsequently the patient was placed under general anaesthesia on (B)(6) 2017 to replace abutment.